Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as MDR# 6000093-2006-02665, 6000093-2006-02671. It was reported that 171 days after a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Per the procedure notes, the pt was scheduled for a staged procedure and was "found to have significant stenosis in the left anterior descending (lad) and the left circumflex (cx), obtuse marginal (om)-1 branch." During the procedure, a "6-french sheath was introduced in the femoral artery. A good blood return was confirmed. Guide catheter was advanced through the right femoral arterial sheath and percutaneous transluminal coronary angioplasty (ptca) and stent to the left anterior descending (lad) was performed. Eighty percent stenosis was reduced to 0% by using a taxus drug-eluting stent 3 mm x 24 mm deployed to 12 atmospheres. After that, percutaneous intervention to om-1 was performed and 90% stenosis was reduced to 9% with a taxus 2.5 mm x 16 mm stent. The pt tolerated the procedure well with no complication. Timi iii flow was restored with excellent angiographic results." Medications used during the procedure included ativan, benadryl, versed, and fentanyl. Plavix was prescribed indefinitely following the procedure. The pt tolerated the procedure well with no complications and was taken off the table in stable medical condition. Twelve days later, the pt presented with chest pain. "His symptoms were quite typical of his anginal symptoms." Two days later, the pt was treated for another lesion in the left cx om-1 artery. A coronary angiogram was performed. The 6-french catheter and the 190cm guidewire were advanced towards the lesion. "After securing a good position a taxus drug-eluting stent, 2.5 mm x 20 mm, was advanced over the wire and placed over the stenosis with excellent angiographic results. The pt tolerated the procedure well. There were no complications and the pt was in stable medical condition." Medications used during the procedure included versed. One hundred and fifty seven days later, the pt was emergently brought to the cath lab with severe substernal chest pain. He was found to have st elevations in anterior and anterolateral leads. Angiographic views were obtained on the right coronary artery (rca) and the left main coronary ostium. Per the procedure notes, "interventional guide catheter was engaged in left main coronary ostium and pilot 50 wire was crossed through the thrombotic occlusion in lad followed by a successful ptca of lad, restoring timi-iii flow in the vessel." "After completion of intervention on left anterior descending artery, we proceeded with intervention on left cx artery. The same pilot 50 wire was crossed through the thrombotic occlusion in om-1 artery and in-stent thrombosis was treated with plain old balloon angioplasty, reducing 100% thrombotic occlusion to 0%. Then I crossed the om-2 with stent, which was occluded, with the pilot 50 wire and the lesion was treated with plain old balloon angioplasty, reducing 100% stenosis to 0%. Timi-iii blood flow was restored in all 3 branches." It was reported that "the pt tolerated the procedure well. No complications. The pt is transferred to intensive care unit for further care." Although the thrombosis event description referenced a stent in the om-2, it is unclear from the info provided which stent was placed in the om-2 and when it was placed.